Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the user reported that the catheter became occluded and the powder was released during attempts to address the clogged catheter. The additional information provided states that "several attempts to deploy the powder" were made prior to exchanging the catheter. The repeated attempts added pressure to the system, and as the switch was reportedly left in the "on" position prior to disconnecting the clogged catheter. The pressurized co2 and powder was able to flow through the valve, being left in the "on" position, and was released when the catheter (and occlusion) were removed from the device nozzle due to the open valve and pent up pressure. While the root cause for the catheter becoming occluded is unknown, the root cause of the powder being released into the procedure environment was the failure to close the "on/off" valve before disconnecting the catheter from the pressurized device. The instructions for use states: "if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." The instructions for use precaution: "hemospray is inert and non-toxic. As a granular material, unintentional exposure to the powder may cause potential irritation to the skin, eyes and lungs." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other similar occurrences reported during the time period reviewed. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that the user failed to turn the "on/off" valve to the off position prior to disconnecting the clogged catheter per the IFU, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic hemostasis procedure to treat an upper gi bleed, the physician used a cook hemospray endoscopic hemostat. It was reported that an employee, circulating nurse, had accidental exposure and inhalation of the hemospray powder; the employee has subsequently sought additional medical treatment. The physician requested that hemospray be used to treat an upper gi bleed. The employee who was exposed to the powder was the circulating nurse and was being shown how to operate the hemospray set up by an experienced technician who has used the product previously without difficulty. The employee reports that the catheter clogged after being advanced down the scope and into the patient and there were several attempts to deploy the powder before it was declared clogged. The primary operating technician then removed the catheter from the scope and attempted to exchange the clogged catheter for the second one from the kit. The exposed employee reported that the on/off valve was never moved into the off position and when the clogged catheter was detached from the hemospray handle and large amount of powder (they estimate half of the powder contained in the reservoir) was released at the connection point in a cloud that was directly in the face of the exposed employee, of which a large amount was inhaled. The exposed employee made clear that they were not sprayed by the technician operating the catheter exchange and that this exposure was entirely due to the powder cloud release when the clogged catheter was unhooked from the handle. The employee reported going to urgent care one week after the event. She was prescribed a steroid pack to help with breathing difficulties. Symptoms subsided initially but represented the following day (wednesday) in a worse fashion (wheezing, shortness of breath, conscious effort to breath). Thursday, the following day, their primary care provider prescribed an as needed inhaler and a chest xray. Xray read on friday, showing atelectasis (partial collapse of the lung in areas) which prompted the primary care provider to order a chest CT. The employee reported going to the emergency department on that friday the xray results came back, after triage in ed showing elevated blood pressure (200+/100+) with work up for myocardial infarction due to shortness of breath symptoms, the employee received a contrast chest CT to check for a pulmonary embolism (pe). CT findings showed no (pe) but more extensive atelectasis than previous understood on xray and chemical pneumonitis. The employee was able to see a pulmonology physician on friday who prescribed more steroids in addition to the as needed inhaler. The employee has since returned to work as of monday, 2/9 and has undergone pulmonary function testing which showed poor results even with nebulizer therapy. The pulmonologist is expecting 6 weeks before symptoms potentially resolve.